Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules were seen in 20 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, a total of 100 retained samples were visually inspected, and no defects related to oil gel globules were found. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules were seen in 20 tubes. No adverse impact was reported regarding the patient or user.